Event description:
Information received indicates that bag set free-flowed. Intended rate and dose: 350 ml/hr and 500 ml.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.